Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon was detached and not returned. The catheter and the guidewire of the device had no damages. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician or the interaction with the scope during the dilatation that could have caused resistance, requiring the physician to use force and resulting in the balloon material detaching. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that cre pro wireguided dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking. It was noted that the balloon had been pre-tested prior to use in the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.